Event description:
On (B)(6) 2014, the patient underwent onyx embolization treatment. It was reported the onyx was mixed for a long time as usual prior to use. During the onyx injection, the physician observed low radiopacity of the onyx as well as in consistency. The same issue was also observed in three other vials of onyx and the procedure was stopped.no patient injury was reported as a result of the procedure.same event as MDR#: 2029214-2014-00078 / 2029214-2014-00079 / 2029214-2014-00080.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Radio-opacity test was performed on a retained sample from the same lot and was found to be within specifications.(B)(4).